Event description:
It was reported when patient presented for routine follow up, noise was observed. Lead was explanted and replaced. It was noted during the explant procedure, there was a tear in the rv wall during extraction. The lead was extracted, the patients blood pressure dropped and the physician repaired the right ventricle. The system was moved to the right side. The patients condition was stable.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.